Event description:
Additional information was requested to verify the cause of the event. However, the representative on (B)(4) 2016 replied that there was no further information known. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# 0205122011, implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (27.1 mg/ml, 11 mg/day) via an implantable infusion pump. The drug lot, concomitant medications, and indication for use ware unobtainable. On (B)(6) 2015 during a normal refill interval, it was noted that there was less drug in the pump reservoir than expected. The actual amount was 1.5 mls and the expected amount was 4.5 mls. Fluoroscopy was performed to check that the needle was in the reservoir of the pump; and this was confirmed. To check that the valve had not closed, 5mls was injected into the reservoir; and 5 mls was removed. A calculation of over infusion rate was performed, using the "crg" formula. With the previous refill volume of 40 mls, the expected volume at 4.5 mls, and the actual volume at 1.5 mls, the approximate calculated over infusion rate was 8.4%; reportedly all done that day. The hcp was given a copy of the over infusion flow chart. The patient was to remain in the hospital for the next 4 days for observation of drug overdosing, etc. The hcp was to recheck at the next refill on (B)(6). The patient status at the time of the report was "alive- no injury". The issue was reportedly resolved, at the time of the report, and the device system remained implanted. Additional information was requested regarding any potential causes/causes. Should additional information be received, a follow-up will be submitted.